Event description:
It was reported that the right atrial lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood and body tissue/fibrotic growth on the distal electrode. Visual analysis noted the lead was damaged at explant; there were cuts on the outer insulation. (B)(4).